Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced multiple complications including pain, erosion of her internal bodily tissue and other injuries following the procedure, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Corrected information: the information contained in this file has been determined to be a duplicate of the event reported in medwatch report #2210968-2012-04037. Therefore, medwatch report #2210968-2012-07163 shall be voided. Please see the medwatch report # 2210968-2012-04037 for all information for this patient event.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04037. The same patient is represented in each medwatch.